Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The calibration and qc results were acceptable. The pinch valve tubes were worn and were replaced.

Event description:
There was an allegation of a questionable elecsys ferritin result from the cobas 6000 e601 module. The initial result was 74.04 ng/ml. The repeat result was 1195 ng/ml. This result matched clinically and with the previous result for the patient. The questionable result was not reported outside of the laboratory. The reagent lot number was 54864001 with an expiration date of 30-sep-2022.